Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that non-sustained rv oversensing due to pseudo pseudofusion resulting in intermittent undersensing of r-waves during the blanking periods of atrial paced events was observed. Programming changes were made. The device remains implanted.